Manufacturer narrative:
G4: this part is not approved for sale in the us but a similar part with catalogue# 54840016540 and 510k# k091974 and UDI# (B)(4) is approved for sale in the us. H3: product analysis: part # 54740005535, lot # h5615748 visual inspection did not reveal any damage to the head or the threads of the screw. Functional inspection confirmed the head of the screw was able to pivot in all directions without any issue. The screw functions as intended. No fault found. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l3/4 lcs. It was reported that the screw head did not move. The screw was removed and replaced with a new one. There was a delay in the procedure by less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.